Event description:
The pt was not getting adequate stimulation. There was a possible lead fracture. There was no issue with the stimulator. The system was replaced. The pt outcome was reported as recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete, and/or, when add'l info is received from the hcp.